Event description:
It was reported that balloon rupture occurred. The more than 80% stenosed target lesion was located in the non-tortuous arteriovenous fistula in the brachial artery. A 5.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation and ruptured on the first inflation at 24 atmospheres. The device was removed and a 6.0 x 40mm, 75cm mustang balloon catheter was advanced but also ruptured on the initial inflation at 24 atmospheres. The second device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 18mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The more than 80% stenosed target lesion was located in the non-tortuous arteriovenous fistula in the brachial artery. A 5.0 x 40mm, 75cm mustang balloon catheter was advanced for dilation and ruptured on the first inflation at 24 atmospheres. The device was removed and a 6.0 x 40mm, 75cm mustang balloon catheter was advanced but also ruptured on the initial inflation at 24 atmospheres. The second device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.